Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. Error code e105 was displayed, after switching to narrow band imaging, due to failure of the led light source unit. The image was also bluish during inspection and testing when narrow band imaging was activated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that error code e105 (lamp error) was displayed on the video processor during a diagnostic gastroscopy procedure. The user cycled power to the processor and the error appeared again approximately ten minutes later. There was also a turning sound from the processor and the light turned blue. The procedure was completed using the subject device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced at the repair department. The failure of the led unit. 3-2 was observed and was presumed to be the cause. E105 is a lighting error message (w-led disconnection/short circuit). The cause of the failure of the led unit could not be presumed. Olympus will continue to monitor field performance for this device.